Event description:
It was reported that the insertable cardiac monitor (icm) was abandoned due to noisy signals and oversensing with migration of the device. The physician went in to reposition the icm but found it had migrated too closely to the patient's breast implant, so another device was implanted and the original loop recorder was electrically abandoned. The second icm was implanted successfully. No adverse patient effects were reported.